Event description:
Patient was still admitted to hospital recovering from surgery when his hip dislocated. The patient returned to theatre to have his acetabular liner and femoral head removed the srom stem, srom sleeve, duraloc cup and locking ring remain insitu. It was noted there was still a lot of heterotopic bone present which made seating the constrained liner and reducing the hip very difficult. The surgeon excised part of this heterotopic bone. It was also noted that the patients abductor muscles and tissues were of poor quality.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-22835. Report #1818910-2013-20240 will be rejected. Report #1818910-2013-22835 will be kept for investigation purposes.